Event description:
It was reported the lead migrated and the extension appeared to be broken. The leads and extensions were replaced. The patient experiences pain in the lower back and both legs secondary to multiple sclerosis.